Event description:
It was reported that the device alerted error code 41786. The product fault occurred on start-up, and it was a new pump failure. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device received, functional testing confirmed customer concern. Printed wire assembly (pwa) board is the cause, no repairs done as the device is not returning to the customer service history review identified there was no indication that the complaint was related to a service of the device within the review period.